Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported problem with the air sensor, which was not reproduced due to a system error 105. The symptom was confirmed during a review of the event history log by the presence of air in line alarms and found to be caused by a failed upstream sensor with cracks on the tail pins. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump had a problem with the air sensor. It was also reported there was no patient involvement.